Event description:
It was reported that during an implant attempt due to cardiac structure it was difficult to maneuver the right ventricular (rv) lead. It was also reported that while attempting to place another lead the rv lead was dislodged and was unable to get the rv lead implanted in a good spot. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.